Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring around 106 ohms. There was gradual increase in impedance measurements. The health care professional (hcp) discussed options for monitoring. This lead remains in service. No adverse patient effects were reported.